Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tubing detachment issue on (B)(6) 2025 while swimming. The infusion set got caught on the patient¿s swimsuit which leads to tube came apart.